Event description:
It was reported that a right ventricular leadless pacemaker (lp) exhibited low pacing impedance during implant. The issue persisted after 3 repositionings. The fourth reposition was successful, however the device prematurely separated from the delivery catheter after tether mode and the deflection test. The physician did not observe any change in tether while manipulating the activation knob, so it was suspected that tether may have broke or tethers may not have been aligning correctly. The device was implanted and not replaced. Patient was stable